Event description:
Per the clinic, the patient experienced an infection and skin breakdown over the implant body and coil area (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on january 10, 2023.